Event description:
A surgeon reported the haptic was missing on an intraocular lens (dl) that was implanted. The patient reported seeing double vision. The iol was explanted and replaced with a different iol one month later. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.